Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient's child reported mother had passed away and had unused product she wanted to return. Leading up to patient's death, she was attending a cardiologist appointment and had falling out of her car, when arrived at hospital. Subsequently, patient was taken to a "clinic across the street," post appointment, and administered a shot of morphine. It was reported that this event caused health issues. Despite patient's blood glucose "doing great" with readings falling between 135 and 137 mg/dl, patient passed away after being hospitalized between (B)(6) 2018. The cause of death was identified as complications of decreased mobility due to a broken pelvic bone with contributing factors including diabetes, kidney disease, and osteoporosis. The device has since been discarded, therefore, not available for return. Due to the contributing factors surrounding the patient's death, use of the device at the time of expiration, and unknown determination as to whether or not our device had any role, we are taking a conservative approach and reporting this event.